Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. In addition, the following malfunctions were found during the device evaluation: heavy dust inside the unit and wire found corroded. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed on both the serial digital interface ports due to a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the video system center was not producing an image through the serial digital interface port. The issue was found during reprocessing of the device. There were no reports of patient impact.